Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 4.2 mmol/l. The caller was unsure of whether a button had been pressed down for longer than 3 minutes. It was reported that the user had gone outside when it started raining, so the insulin pump may have gotten wet. No visible moisture nor physical damage was noted. Advised replacement of the insulin pump. Nothing further reported.